Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the touchscreen of the programmer was not working when attempting to use the stylus during interrogation. Initial troubleshooting steps failed to resolve the issue however further troubleshooting with a company representative including replacement of the programmer stylus resolved the issue. Interrogation was then successfully performed. The programmer remains in use. No patient complications have been reported as a result of this event.